Manufacturer narrative:
This is one of two reports being submitted for this case. Investigation is ongoing.

Event description:
As reported by our affiliate from germany, a 26mm sapien 3 ultra transcatheter heart valve implant procedure was performed in aortic position by transfemoral approach. During procedure, the commander delivery system with crimped valve got stuck in the esheath+ blue portion and one valve stent strut was breaking through the esheath+. All the devices were removed as one unit. A second system was used without any issues. The patient was stable post-procedure and no patient injury occurred. Provided imagery shows a sheath shaft puncture with a valve strut protruding through strain relief.

Manufacturer narrative:
A supplemental MDR is being submitted due to device evaluation findings. Sections g6, h2, h3 and conclusions in section h11 have been updated. H6 codes were added: type of investigation. H6 codes were corrected: investigation findings, investigation conclusions. Section h10 was updated with reference to the other report submitted for this case. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Upon visual examination it was observed that the valve was stuck inside of the sheath shaft distal to the hub. The liner was lifted 1.7 cm from the strain relief with the remaining liner unexpanded and the distal tip unopened. The sheath shaft and strain relief were punctured. Due to the return condition of the device (bent valve frame strut), no applicable functional testing was able to be performed. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. As the flex tip of the delivery system is the largest component that enters from the sheath, its outer diameter (od) was measured. A flex tip od that is out of specification could lead to resistance during delivery system insertion through the sheath. The measurement was found to be within the specification. No applicable dimensional testing could be performed with regard to the sheath puncture. Imagery of the device was provided and evaluation of the image revealed the crimped valve was stuck in the sheath distal to the hub and one valve frame strut punctured through the shaft and strain relief. The complaints for resistance and sheath puncture were confirmed based on evaluation of the returned device and provided imagery. Although provided information stated that the patient's access vessels had "mild" calcification, no tortuosity, and a minimum luminal diameter of 6mm, without imagery of patient anatomy, the vessel characteristics could not be confirmed. It is possible that one or more patient/procedural factors (access vessel calcification, tortuosity, undersized vessel diameters and/or steep angle of insertion) may have been present during the procedure. However, due to insufficient information, a definitive root cause of the resistance is unable to be determined. Available information suggests that procedural factors (device manipulation) likely contributed to the sheath puncture as resistance was encountered while advancing the commander delivery system with crimped valve through the sheath. During the procedure, the sheath may sustain damage from additional device manipulation (high push force) applied to overcome the resistance felt during delivery system insertion. Additionally, high push forces coupled with non-coaxial advancement trajectories can lead to a sheath shaft material puncture due to direct interaction with the crimped valve (catching of bent strut). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.